Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a suspected balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). The lesion was pre-dilated with another balloon catheter. Next, this 4.50x12mm nc quantum apex balloon catheter was advanced to the lesion without resistance. Once to the lesion, the physician was unable to inflate the balloon. It is noted "that the device might have been ruptured from the beginning". The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a suspected balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). The lesion was pre-dilated with another balloon catheter. Next, this 4.50x12mm nc quantum apex balloon catheter was advanced to the lesion without resistance. Once to the lesion, the physician was unable to inflate the balloon. It is noted "that the device might have been ruptured from the beginning". The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no other devices. Using an inflation device filled with tap water, an attempt to pressurize the balloon to nominal pressure (12atm) was unsuccessful. Water was found dripping near the proximal end of the guidewire exit notch. Magnified inspection revealed the shaft was perforated causing the device to leak. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).